Event description:
It was reported that the left ventricular lead had intermittent capture and the lead had pulled back, which resulted in high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned and analyzed with no anomalies found. Concomitant product: 6947-65 lead, implanted: (B)(6) 2007. (B)(4).